Event description:
A barostim system was implanted on (B)(6) 2025. On (B)(6) 2025, the patient experienced redness and swelling at the chest pocket. On (B)(6) 2025, the patient presented with a pocket infection and was instructed to go to the emergency room. The patient's implanting physician wanted to move forward with explanting the device. Per the opinion of the physician, the root cause of the event was the patient's lack of hygiene to the pocket and neck incision. On (B)(6) 2025, the device was explanted. As of (B)(6) 2025, the patient was doing well and the infection was resolved.

Manufacturer narrative:
While analysis was unable to be performed as the device was not returned, per the opinion of the physician, the root cause of the event was the patient's lack of hygiene to the pocket and neck incision. The device history and sterilization record for this device serial number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. Bioburden, pyrogen, lal, and cleanroom cae testing results were below control limits for the quarter the ipg was manufactured. The device met material, assembly, and quality control requirements. Cvrx ID# (B)(4).